Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable subcutaneous cardioverter defibrillator (s-ICD) was explanted due to infection. A revision was performed and the sicd was explanted. No additional adverse patient effects were reported.